Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08690 inches. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No insulin flow block alarm, delivery anomaly, bolus anomaly or basal anomaly noted during testing. The device was able to be uploaded to carelink pro without any errors. The device was received with case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer's blood glucose was unknown at the time of incident. The customer was treated with insulin pump. Customer was assisted with high pressure test and result was insulin flow blocked. Customer stated that the insulin pump was suspend on low and alert on high. Customer declined troubleshooting for the suspend on low. Customer also stated that the insulin pump had crack on the left side where battery goes. The insulin pump will be returned for analysis.